Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the previous medwatch report, the additional information was received: the patient presented with chronic, ischemic functional mitral regurgitation (mr). Primary jet was a2p2, and leaflet tethering. Two mitraclips were implanted without a device issue, reducing the mr to grade 1+. Post deployment of the second mitraclip, a cord like material (1cm) was noted in the left atrium and a flittering material (10x4mm) was observed in the aorta. Thrombosis was suspected and medication was provided. One week later, the cord like material persisted and the flittering material was not observed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for possible thrombus during device use. It was reported that on (B)(6) 2018, a mitraclip procedure was performed treating functional mitral regurgitation (mr) grade 3-4. The patient had been on dual antiplatelet therapy including warfarin. Warfarin was changed to heparin three days before the procedure. Before the procedure started, left atrial wall thrombus was not detected on transesophageal echocardiogram, although the physicians could not be sure. There was no thrombus seen in the left atrial appendage. Two mitraclips were implanted without reported issues, reducing the mr to grade 1. Once the steerable guide catheter was removed, an object with flickering movement was detected attached to the back wall, thought to be mural clots. Activated clotting time (act) had been managed from 250 to 300 during the procedure and at thrombus discovery it was 278-253. The procedure was completed and the patient returned to the hospital room and was kept heparinized. Echocardiogram was performed on (B)(6) 2018; however, a left atrial thrombus was not confirmed. Heparin was changed to warfarin. The patient is in reportedly good condition. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the steerable guide catheter. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported thrombosis cannot be determined as there was no issue with the device and the echocardiogram post procedure was unable to confirm the thrombus. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.